Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime low glucose alerts while using the ilet for approximately three weeks, corrected with small amounts of juice with temporary recovery followed by repeated lows, and subsequently removed the device during sleep; the user cited a history of gastric bypass and difficulty spacing meals, had engaged trainers, and performed a factory reset, and now intends to transition to another pump. Symptoms included hypoglycemia with a reported nadir of 40 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education with review of device behavior and usage. Investigation of this case revealed no confirmed device malfunction based on available information and user-reported actions affecting automated insulin delivery, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.